Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to intermittent keypad response, which was experienced during evaluation from the #0, #1, and #2 keys. It was found to be caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had an intermittent keypad response in the general care nursing unit. It was also reported there was no patient involvement.